Manufacturer narrative:
The device has not been returned to the manufacturer at this time for eval. A lot history review (lhr) of huyc1139 showed no other similar product complaint(s) from this lot number.

Event description:
(B)(6) 2014, a (B)(6) yr old c/o discomfort/pain at hickman 7fr tunneled double lumen catheter site, felt "pop" when flushed. Tpn infusion stopped. Chest x-ray done. Pt to ir. Contrast injected and determined catheter was fractured just above bifurcation. Catheter removed and new double lumen line inserted.